Event description:
It was reported that the external pulse generator had battery leakage and would not power on. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the display, frame, knobs, encoder assembly and lower case. Bench analysis confirmed corrosion in the battery compartment, also the keypad had out of specification radius in the corners. Additional analysis found evidence of pad printing still visible in both battery compartments, it had been removed possibly from battery acid or cleaning agent. Conclusion: confirmed that the battery drawer contamination and the keypad was confirmed to be out of specification.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the battery drawer, lower case and battery contacts were contaminated. It was further noted that there was no battery picture on the battery drawer. Analysis was unable to confirm the customer comment that it would not power up. Analysis also found that the upper case was contaminated around the encoder area, that the display wires were pinched and the routing of the wires are in question, the display frame was contaminated, that the keyboard corners looked to be out of specification and that the encoder assembly and encoder knobs were contaminated. All found defective parts were replaced. (B)(4).